Manufacturer narrative:
E1 initial reporter telephone number: (B)(6). The electrode serial number and expiration date were not provided.

Event description:
The initial reporter received questionable sodium electrode and other assay results for three patients' samples tested on the cobas pro ise analytical unit. The following are the patient samples identified with discrepant results from the list provided: patient sample 1 the initial result is 148.000 mmol/l. The repeat result is 142.000 mmol/l. Patient sample 2 the initial result is 149.000 mmol/l. The repeat result is 141.000 mmol/l.